Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. All bolus programmed during testing were properly delivered and recorded at the pump history files. Unit monitored for 24 hrs and no unexpected bolus delivery anomaly was noted. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 3 times. On (B)(6) 2017 that had blood glucose of 24 mg/dl at the time of the incident, and 20 mg/dl at the time of hospitalization. The customer was at 70 mg/dl at the time of the call. The customer used food, glucose tablets, and was given a shot to treat. The customer experienced symptoms such as being unresponsive and foaming at the mouth. The customer is unsure if they were wearing the insulin pump during the first incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis. The customer was at 24 mg/dl the first time and was found foaming at the mouth and unconscious. The customer was taken to the hospital by paramedics. The customer had 2 more low incidents in the middle of the night. The second time they were 46 mg/dl and they had broken out into a sweat. The customer took off the pump and treated with orange juice. The third time around (B)(6) 2017, the customer did not check their blood glucose. They woke up their spouse and treated the low with orange juice.